Event description:
It was reported that during a meal the user and caregiver entered a meal announcement twice after believing the first had not gone through, resulting in an accidental duplicate announcement and subsequent low blood glucose. The user was advised to monitor glucose and take small amounts of oral sugar every 15 minutes, with glucose improving to 87 mg/dl. Symptoms included hypoglycemia with a nadir of 66 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem was identified as an accidental duplicate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.